Event description:
It was reported that the 6"17g curved dek kit was being used in a procedure when the auger was discovered to be broken. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The unit was returned inside the blister in its original carton box. The handpiece turned on when switch was activated. The auger was observed broken near the collector chamber. Both pieces and cannula were returned and inspected. The cannula was observed bent in the same area the auger broke off. The stylet was hard to insert / remove from the cannula since cannula was bent. Therefore, the claimed broken auger condition was confirmed. A definite root cause could not be determined, the device was scrapped at the manufacturer.